Manufacturer narrative:
Unit had a compromised force sensor system alarm during basic occlusion test due to missing drive support disk. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 336 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.